Event description:
The user facility reported that the dermatome keeps breaking, and needs repairs. The dermatome is skipping while in use and the physician has to take a thicker graft than necessary. No extra graft was taken, just a deeper graft. The user facility rep could not comment on whether the procedure was delayed or not. The user facility rep also could not comment on the pt status, but assumes they were fine after the procedure.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported info.